Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular thrombectomy (evt). The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres, the balloon ruptured and pinhole was noted at the tip of the balloon. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status was good.